Event description:
Update: this report is for one (1) unknown mono/polyaxial screws: matrix

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown mono/polyaxial screws: matrixnull/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: the patient underwent revision surgery to remove six (6) matrix pedicle screws. Two (2) screws were removed. It was not attempted to remove two (2) other screws due to inability to remove the two screws next to them. Four (4) screws remained in the patient. The screwdriver did not retain its shape following the removal of the first two (2) screws. It is unclear at what point damage occurred to the screwdriver. Concomitant devices reported: unknown rods (part# unknown, lot# unknown, quantity# unknown), unknown screws (part # unknown, lot # unknown, quantity # 4).

Manufacturer narrative:
This report is for an unknown spine screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent revision procedure on (B)(6) 2019 to remove some matrix pedicle screws and apparently for further decompression and re-fixation. During the procedure, after two screws were successfully removed the other screws would not get any purchase from the screwdrivers. It is not known whether the screws were damaged, or the screwdrivers were damaged, but after collecting the set it was noticed that the screwdrivers look to be damaged at the tip end. The screws which couldn't be removed remained in the patient and were re-locked with the rods and set screws. The side which were removed were replaced by alternative company product. There was small unspecified amount of surgical delay to procedural time while screws were attempted to be removed. Procedure was completed successfully. Concomitant medical product: unknown rods (part# unknown, lot# unknown, quantity# unknown). This report captures the intra-operative event, while related complaint (B)(4) captures the post-operative event in which revision was performed for further decompression and re-fixation. This report is for one (1) unknown spine screw. This is report 4 of 5 for complaint (B)(4).